Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient complained that the stimulator was very high in intensity any time she attempted to turn the stimulator on. Rep reset intensities to comfortable level for patient. Rep re-oriented and reset sensor. Patient was re-educated on remote use. Patient as encouraged to call rep with any issues. Routine lead connectivity and impedance were run and all within normal limits. Rep reset intensities to more comfortable level for patient; patient was very happy with reprogramming at end of appointment but was very upset with the md at the end of the appointment because of medication issues. Issue resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the original source information found that the information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. Additional information was received from a manufacturer representative regarding the patient on 2020-jul-02. It was reported that the manufacturer representative believed that the sensor was set too high; however, the cause of the strong stimulation could not be confirmed. The manufacturer representative decreased the sensor setting levels by 0.5-1 volts depending on the patient¿s comfort level. There were no further complications reported or anticipated.